Event description:
It was reported that during insertion of the iab through the introducer sheath, blood was noted at the catheter/balloon junction. Since a balloon rupture was suspected, the iab was removed and replaced. There were no pt complications.